Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and likely cause is due to use error. Per the complaint information the cause of the se 2240 is due to the patient having a clamp open on an unused supply line. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.the product code is unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The clamp on the unused supply line was open. The technical service representative (tsr) explained the alarm to the home patient (hp) and had the hp cycle the power to clear the alarm. The hp is going to do a manual exchange and call his peritoneal dialysis nurse in the morning. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the nurse stated that she was covering for another nurse, so she was unsure if the event was reported. They had just seen the patient and therapy was going fine. No patient injury or medical intervention was reported.